Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated the patient's device isn't working anymore. The caller didn't have any further information on this the patient just related the device no longer works and is off. The caller mentioned "battery expired in 2016" and thought maybe this was why it wasn't working but clarified this was in reference to something in the patient's note's that the actual expiration date for the device was in 2016. No further complications were reported. No patient symptoms were reported.